Event description:
Additional information received reported that no diagnostics were completed to troubleshoot the off-target stimulation with the second lead. The second lead was removed because the area where the patient had pain was not captured. No further information was reported.

Event description:
It was reported that during the implantation procedure, the stylet would not advance into the lead. The stylet was seen coming out of the stylet coil. A new lead was used. With the new lead, stimulation was felt in the wrong location, so the "procedure was a failure." If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_stylet_acc, product type accessory; product ID 3877-45, lot# 0206099986, implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead. (B)(4). Analysis of the lead model #3877-45 showed the stylet coil was perforated 10.8 cm from the distal end due to improper technique or procedure. Analysis of the stylet accessory showed no significant anomalies.